Event description:
Difficult deflation was encountered during a coronary angioplasty of a saphenous vein graft. Dilatation was successfully achieved and the balloon was removed through the introducer sheath without further incident. The procedure was completed succesfully with this balloon without pt complications. This device has been destroyed by the user facility. Therefore no failure analysis will be available. This device was being used in a non-indicated procedure. Therefore, co does not attribute this event to the device. However, without evaluating the device, we cannot determine the exact cause for this event. Co's directions for use state: "these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended... When dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended... If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."